Manufacturer narrative:
Information added/updated to section b4, g3, g6, h2, and h6 (type of investigation, investigation findings, and investigations conclusions) the device history record review was completed, and this device passed all manufacturing and sterilization inspections. There are two nonconformances attributed to this work order though they are not related to the complaint event. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) intra-procedure was confirmed with empirical evidence based on information provided by edwards clinical specialist who was present on the site. Available information suggests patient conditions and operational context likely contributed to the event. Per information provided by clinical specialist, the event could be related to the massive calcified annulus and leaflets. Based on extensive complaint investigations, the root cause for slda events are most likely due to patient factors, procedural factors, imaging factors, or a combination of these factors and are not attributed to device malfunctions or manufacturing non-conformances. The pascal and pascal precision IFU and training materials provide adequate instructions on device implant, leaflet capture, and optimization prior to release.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint number (B)(4). This medical device report (MDR) is related to same patient and procedure as the MDR with report ID 2015691-2024-07080 submitted for edwards complaint number (B)(4). The device was not returned for evaluation, as it remained implanted in the patient. B2 - other serious - in this case there was no reintervention performed. However, there is a potential for reintervention. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed

Event description:
Edwards received notification of a pascal ace procedure in mitral position. The decision was made to attempt grasping in the medial commissure. This approach resulted in a very good outcome with trace mitral regurgitation (mr) after two grasps with an 11-5 clocking. Both the anterior mitral leaflet (aml) and the posterior mitral leaflet (pml) were inserted up to the apex of the device, creating a nice tissue bridge. However, one minute after completely releasing the device, the pml detached leading to a single leaflet device attachment (slda). There was no tension noted on the catheter, and the device showed no signs of movement after releasing. The initial mr grade was 3, and remained 3 after the procedure.